Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that the surgeon was suturing the patient; the needle broke inside the clamp of the device ar-12990 during am anterior cruciate ligament procedure. Completed the case with the use of the meniscus root suture technique. The procedure was completed successfully. Additional information obtained 7/10/18: the surgeon was suturing the patient during an anterior cruciate ligament procedure and the ar-12990n needle broke inside the clamp of the ar-12990 knee scorpion during the first triggering of the clamp. All pieces of the broken needle were retrieved and accounted for. The surgeon then completed the procedure by performing a meniscectomy using a meniscus root suture technique which was completed successfully. The anterior cruciate ligament repair was completed. Additional information obtained 7/16/18: the surgeon used sutures from the surgeons inventory. No information is known about the sutures used.